Event description:
Ansm reference: (B)(4). Follow-up information was received on 22-may-2019 from quality department. Additional information received with investigation report: no abnormality nor maintenance service that could have an impact on the product quality were recorded during manufacturing of this batch. No product non-conformance was identified during manufacturing of the batch and during tests carried out in the frame of this complaint. The cause identified for the reported incidents is a misuse from the practitioner, as the practitioner bends needles before injection while the instructions for use specify not to do it. Additionally, the practitioner uses 0,30 x 16 mm needles for intraligamentary and intraseptal injections whereas the IFU leaflet indicates different needle sizes for these types of injection. Follow-up 1: additional information received on 22-may-2019 with results of investigation report. Causality reassessed on (B)(6) 2019 on and additional information received on 22-may-2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Expectedness: foreign body in mouth: unexpected fr/us; needle issue: unexpected fr/us; wrong technique in device usage process: unexpected fr/us; no adverse reaction: expected fr/us. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis - the reported incident of needle breakage in patient's mouth seems to be more likely due to the inappropriate device use since it was bended prior to the use. This is endorsed by quality investigations results reporting no product non-conformance identified during manufacturing and tests. Therefore the causal relationship between the product and the incident is assessed as unlikely. D) dechallenge -na. E) rechallenge - na. Concluded causality who: unlikely.

Manufacturer narrative:
Manufacturer's preliminary analysis: the cannula batch used by sofic to manufacture this batch of needles was delivered to us with a certificate of compliance with the iso 9626 standard "stainless steel needle tubing for the manufacture of medical devices - requirements and test methods". The stiffness and breakage tests performed by our supplier for this batch of cannulas complied with the requirements of the iso 9626 standard. It is the first complaint for the same type of issue received on 3,100,000 cannulas assembled from this batch of cannulas including 389,400 needles of this needle batch. No abnormality relating to this issue nor maintenance service were recorded on the production/inspection records and in the databases for this needle batch. Bending tests performed by sofic on the returned needles did not evidence any abnormality (no visible breakage). Pull tests performed by sofic with a dynamometer on the returned needles - in order to measure the force required to break the cannula - did not evidence any defect (breakage values higher than 22 newtons, i.e. The value defined by sofic as the acceptance criterion). Further investigations: additionally, the practitioner mentioned he used the needle size 0.30 x 16 mm for intraseptal and intraligamentary anaesthesia whereas the IFU leaflet recommends other needle sizes for these types of injections. O needle sizes recommended for intraseptal anaesthesia: 0.40 x 08 mm, 0.40 x 12 mm or 0.50 x 08 mm. The 0.30 x 16 mm needle used is thinner. In these conditions, the risk of needle breakage is higher. O needle sizes recommended for intraligamentary anaesthesia: 0.30 x 08 mm, 0.30 x 10 mm or 0.30 x 12 mm. The 0.30 x 16 mm needle used is longer, which may lead to the need to bend the needle. Final comments from the manufacturer: consequently, the cause identified for the reported incidents is the non-observance by the practitioner of the warnings and recommendations mentioned in the IFU leaflet. No abnormality nor maintenance service that could have an impact on the product quality were recorded during manufacturing of this batch. No product non-conformance was identified during manufacturing of the batch and during tests carried out in the frame of this complaint. The cause identified for the reported incidents is a misuse from the practitioner, as the practitioner bends needles before injection whereas the instructions for use specify not to do it. Additionally, the practitioner uses 0,30 x 16 mm needles for intraligamentary and intraseptal injections whereas the IFU leaflet indicates different needle sizes for these types of injection.

Event description:
Spontaneous report, from (B)(6). (B)(4). Initial information received on 01-apr-2019 from the dentist during quality investigation. The dentist reported that she used dental short needle septoject (batch f06214ab) on several patients (unspecified gender) with no specified medical history. On unspecified date, before performing intraseptal and intraligamentary injections on patients, the dentist bended the needles. During injections, the needles broken in patients' mouth. The fragments could be recovered without any adverse effect on the patient by the practitioner. The patients recovered. The company coded "wrong technique in device usage process" since the dentist did not respect the instructions of use mentioned in the IFU. Additional information will follow. Causality assessment on 05-april-2019 on initial information received on 01-apr-2019: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Expectedness: foreign body in mouth: unexpected (B)(6)/us; needle issue: unexpected (B)(6)/us; wrong technique in device usage process: unexpected (B)(6)/us; no adverse reaction: expected (B)(6)/us. Causality: latency - compatible; recognized association -no; analysis -the reported incident of device breakage in patient mouth seems to be more likely due to the inappropriate device use since it was bended prior to the use. Therefore the causality is assessed as unlikely. Dechallenge -na. Rechallenge - na. Concluded causality who: unlikely.